Event description:
It was reported that "in the last month we have had 3 that have not performed properly. When my veterinarian gets to the 3rd to 4th staple they tend to catch the patients skin and pull and don't come off/out of the stapler, creating skin irritation, and unnecessary added tenderness afterwards from the pulling". Additional information received states "some bleeding on the surgery line due to pulling, and redness". No medical intervention was required. The issue was resolved by applying pressure and cleaning the area. The patient status is reported as "going to be fine". See associated mdrs #3003898360-2025-00214, 3003898360-2025-00280.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.